Manufacturer narrative:
A ge representative evaluated the system and bypassed the smart switch board. This allowed the system to boot up successfully. No further info was reported regarding replacement or repair of the smart switch board.

Event description:
It was reported that the system would not complete boot up. No pt injury was reported.